Manufacturer narrative:
The returned instrument (314.23 lot 4418000) was examined and the complaint condition was confirmed as approximately 5mm of the distal tip of the device was found to be missing; fragment was not returned. No definitive root cause was able to be determined however the failure mode is typically associated with method of use, instrument age and/or off axis use, rather than the design of the instrument. Relevant drawings for the returned instrument were reviewed. Following the manufacturing of this device, the device material was changed from 440a to 465ph. The design was also updated to harmonize the tolerances of the hex drive. The current design is adequate for its intended use and did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review part number: (B)(4), lot number: 4418000, release to warehouse date: (B)(6) 2002, manufactured by synthes (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pelvic fracture surgery on (B)(6) 2015 the distal tip of the screwdriver broke as the surgeon was tightening down a screw in hard bone. The tip of the screwdriver shaft broke off in the head of the screw and was easily retrieved and required no additional intervention or x-rays. The distal tip was discarded and no fragments were left behind. The procedure was successfully completed with a less than 5 minute surgical delay. This report is 1 of 1 for com-(B)(4).